Event description:
It was reported that two alerts for high pacing lead impedance were observed on the rv lead. The trend reports showed no other impedance anomalies. The impedance anomaly was not reproducible with isometrics or manipulation. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.